Event description:
The manufacturer received information regarding a simplygo. The patient has alleged melting of batteries. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.